Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to obtain telemetry between the remote monitor and the leadless implantable pulse generator (ipg). The patient was referred back their clinic for a device check. The ipg and remote monitor remain in use. No patient complications have been reported as a result of this event.